Event description:
On (B)(6) 2015 had bilateral inguinal hernia surgery with bard perfix mesh and plug. Revision done on (B)(6) 2020, removed adhesions from spermatic chord, removed 2 entrapped nerves, removed old mesh and repaired recurring hernia. Mesh caused problems and failed to prevent recurring hernia. For 5 years was in chronic pain and almost lost a testicle. Can you please force the mfrs to fully test the products with an independent body before selling it to have drs implant it in us. Polypropylene mesh is not safe. It erodes, moves and causes damage. FDA safety report ID# (B)(4).

Event description:
Add'l info received from reporter on 03/06/2020 for mw5093574. Dr put ethicon prolene mesh system in me during revision surgery. After 2 months, got extreme pain down below incision area and inner thigh and pain in right testicle. This mesh is polypropylene also, I'm frustrated. I'll probably need another surgery to remove mesh and repair damage. Dr says I'm in a bad position because I will have to have another mesh put in me due to the damage inside me. Because mesh was used in first surgery I cannot have non mesh surgery now. FDA safety report ID# (B)(4).